Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. All displays and leds were seen during the self test properly. Adjusted the display options brightness level from 1-5, and the display is visible at all settings with level 1 being the least bright and level 5 being the most. No unexpected display anomalies or backlight dimming were noted during testing. After further review, there is corrosion on/around the following: the battery compartment, the battery board; electrical board 1 - electrical board 2 the lcd flex cable terminals. After taking electrical board 1/electrical board 2 and inserting them into a known good case, the sleep current measurement remained high. After placing electrical board 2 onto a known good electrical board 1, the sleep current measurement fell within specifications. After placing a known good electrical board 2 onto electrical board 1, the sleep current measurement failed. An attempt was made to brush off the corrosion from electrical board 1. The sleep current measurement remained high. In conclusion, the high sleep current measurement is isolated to electrical board 1. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: missing serial number label. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic that the insulin pump did not pass the self-test. Customer stated that the insulin pump does not light up when button was pressed. Customer stated that the back light does not turn on and they were not able to see the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.